Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a failed battery test, backlight was dim, rewind was slower and unexplained no delivery alarm as well as buttons were harder to respond. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomalies , rewind, e/a alarm, failed battery alarm and no excessive no delivery/occlusion alarm due to unresponsive button. No button error alarm during testing. Pump received with stripped battery cap coin slot(p) and cracked battery tube threads. (B)(4).